Manufacturer narrative:
On (B)(6) 2015, a tss conducted follow-up with the customer over-the-phone to address the reported event. The tss performed troubleshooting with the customer and found that the customer had long retention times and a low flow rate. The tss instructed the customer to adjust the flow rate. On (B)(6) 2015 during a follow-up call, the customer reported that the long retention time still existed. The tss instructed the customer to increase the flow rate to a higher setting which resolved the long retention time. The most probable cause of the reported event was due to an incorrect flow rate setting. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer reported peak pattern issues with their g7 analyzer. A technical support specialist (tss) spoke with the customer over the phone to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.